Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. Upon interrogation of the device, far field r-wave oversensing was observed on the right atrial lead. The oversensing was noted on stored electrograms. The device was reprogrammed and resolved the oversensing.